Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius. The weight of the device was within specification. A visual and microscopic analysis was performed which identified a striated opening on radius. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV.¿

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV." Device has been explanted.